Event description:
The customer called to report that the insulin pump does not give her no delivery alarms. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer did not have the tubing clamp for the high pressure test. The customer stated that she would be calling back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.